Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20118. It was reported that the patient presented during a hospital floor check. It was observed that the right atrial and right ventricular leads exhibited noise oversensing. It was suspected that there was insulation degradation due to leads rubbing against each other, but could not be confirmed through x-ray and fluoroscopy. Atrial lead noise was able to be reproduced, while ventricular lead noise could not be. Both leads were capped and replaced on (B)(6) 2021. The patient was in stable condition and will continue to be monitored.